Event description:
A device that fails to power-up may impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A device that fails to power-up may impact the delivery of therapy. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.